Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported incomplete coaptation and heart failure are cascading events of the tissue injury (leaflet tear). A cause for the reported tissue injury could not be conclusively determined. The reported patient effects of heart failure and tissue injury, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported hospitalization was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2023, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4+. The patient had posterior prolaspe and mitral annular calcification. Three ntw clips were placed successfully, reducing mr to grade 1. Approximately late (B)(6) 2024, the patient presented with heart failure symptoms including recurrent mr. Transesophageal echocardiogram (tee) was performed. It was observed that the central ntw clip was attached to the posterior leaflet but detached from the anterior leaflet. The anterior leaflet was torn where detachment occurred. No intervention was performed.

Event description:
It was reported that on (B)(6) 2023, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4+. The patient had posterior prolaspe and mitral annular calcification. Three ntw clips were placed successfully, reducing mr to grade 1. Approximately late (B)(6) 2024, the patient presented with heart failure symptoms including recurrent mr. Transesophageal echocardiogram (tee) was performed. It was observed that the central ntw clip was attached to the posterior leaflet but detached from the anterior leaflet. The anterior leaflet was torn where detachment occurred. No intervention was performed.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. B3 - event date: estimated as exact date of event is unknown.